Event description:
Healthcare professional reported "sticky implant packaging." Device side and status are unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek and thermoform sticking.